Event description:
Reported blood glucose results of 6.4 mmol/l with a lifescan meter and 9.7 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.